Event description:
It was reported that the patient underwent a surgery at t8-t12 using posterior fixation. The patient started complaining of pain approximately six months post op. The x-rays revealed broken screws at t12. Fusion reportedly was not completed. The revision surgery to replace implants was performed approximately seven months post op.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Device history records were reviewed. No documentation was found that would indicate a none-conformance to specifications. We are unable to determine the cause of the event. In addition, this part is not approved for use in the united states; however, a like device catalog # 75445540 was cleared in the united states.